Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the pediatric patient experienced a failure to alert which would have occurred between 03:00 and 06:00am. During this period the blood glucose levels would have dropped rapidly, the patient became unconscious and fell out of their bed and broke their nose, injured their leg (reported bruising on the leg), and had a concussion. The parent was unsure if the alert had not sounded, or it the patient did not hear it because she slept very deeply. The patient was brought to the hospital by their mother who drove them there. At the hospital, according to the mother, the patient received treatment with insulin and were given paracetamol. No treatment was documented for the hypoglycemia. At the hospital the patient also visited an ent specialist. No further treatment was reported to be needed, and the patient was sent home after this. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode. No additional patient or event information is available.